Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Visual inspection of the device showed signs of improper maintenance and storage based on evidence of insect infestation. The device was beyond repair and returned to the customer unrepaired. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).